Event description:
It was reported that during the procedure, when the lead was unpacked, the helix was observed extended outside of the lead. The lead was implanted, but it was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: 4076 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.